Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the output connectors were in need of repair, the output connector assembly was broken. It was additionally noted that the lower case was broken and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were in need of repair. It was also requested that a test and calibration procedure be completed. The generator was returned for service. No patient complications have been reported as a result of this event.